Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 114 mg/dl. The customer stated that the act button is not responding. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The buttons all responded properly. However, traces of moisture were found at the keypad traces. The insulin pump was also received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.